Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. It was reported that the patient was not treated for the event. At the time of this report, patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.